Event description:
The customer reported to a baxter representative a condition of a 60" micro extension set that was alleged to have experienced no flow until the user of the device applied pressure to the line. This condition was observed during priming, prior to patient use. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available. This is report #2 of three regarding this condition.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition was confirmed during product evaluation. The assignable cause was determined to be a misalignment on the clear passage station, where the set did not receive the appropriate amount of air that removes excess solvent on the set. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.this issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.